Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pump bolus history revealed successful bolus deliveries using the ezcarb function. A ezcarb bolus was performed and delivered accurately during testing. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump¿s ezcarb screen switched to the home screen whenever the user tried to put in blood glucose (bg) data. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.